Event description:
Dealer states 4 button switch not working and the dealer states the wire looks like its been smashed possibly by door ways. He is going to reroute the wire once he replaces the item out. The reporter has been contacted for additional information. In speaking with the reporter it was learned the actuator motor is being replaced. No harm or ill effect to the end user.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) is approximately 1 year, 1 month old. The owner's manual part number 1143190, rev.k(mar-11)was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. A request for further information was made, however minimal information was received. Any further information will be sent in a follow up report.